Event description:
Intraoperatively at 1022, the c02 lumenis laser micro manipulator joystick broke and needed to be held during lasering. Surgery was performed but laser needed to be turned off and on several times during the case. Lumenis assigned case #(B)(4).